Event description:
It was reported that during an elective removal of an advisory ICD, the physician elected to explant the leads due to endocarditis. There were no adverse patient events. The patient was stable.